Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) device, the impedance measurements increased to over 2000 ohms and the device dislodged after the pull and hold test. The device was recaptured and removed from the body with the delivery system. A clot was observed on the cathode, tines, and in the device cone. The physician as for a new system. On the second implant attempt, the physician had difficulty placing the leadless pacemaker in the right ventricular (rv). After removing the delivery system, it was noticed that the delivery system was no longer deflecting in the same manner. A kink was observed in the catheter. The second system was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.